Event description:
Thoracentesis procedure, on initial insertion of the catheter it would not advance and was withdrawn. The distal 5.3 cm of the catheter was sheared off apparently in the subcutaneous position cepahalad to the entry site. A fluroscopic retrieval with incision was performed on 1/11/94 and patient was discharged from the hospital.